Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet spiroflex thrombectomy system. Visual and tactile examination of the guide wire lumen showed that the guidewire lumen was detached and separated at the exit port of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on a non-bsc guide wire. A spiroflex angiojet thrombectomy catheter was selected over a non-bsc guide wire for a thrombectomy procedure in the left anterior descending artery. As the catheter was inserted over the wire, the catheter lodged itself with the wire which resulted in difficulty pulling the catheter back out. The physician had to clip the wire with a set of hemostats and forcefully pull the catheter out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became stuck on a non-bsc guide wire. A spiroflex® angiojet® thrombectomy catheter was selected over a non-bsc guide wire for a thrombectomy procedure in the left anterior descending artery. As the catheter was inserted over the wire, the catheter lodged itself with the wire which resulted in difficulty pulling the catheter back out. The physician had to clip the wire with a set of hemostats and forcefully pull the catheter out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.